Event description:
(B)(6) study, subject ID (B)(6). During an ablation procedure a intellanav stablepoint open-irrigated was selected for use. The patient experienced pericardial effusion possibly caused from inflammation from the study ablation catheter. T he patient was hospitalized. The patient underwent diagnostic ultrasound/echocardiogram/tee/tte on jan 13th, january 14th and january 17th.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications.